Event description:
Pt was undergoing a diagnostic laparoscopy with laparoscopic lysis of adhesions and repair of umbilical hernia. Upon use of the foot switch on the electrocautery, the pt was noted to have sustained a burn through the drape to the left upper lip; this was secondary to the pencil electrocautery unit lying over the drape at this site. It was unclear why the foot switch triggered the pencil cautery unit. This unit was immediately removed from the room and was replaced with a new unit. The burn appeared to potentially be full thickness. Excision and primary closure of the burn was performed.